Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was nearing end of life (eol) earlier than expected. The patient did not lose therapy. Surgical intervention was undertaken to replace the ipg. Effective therapy was re-established postoperatively.